Manufacturer narrative:
On 2/4/2021, it was reported to mentor that the patient experienced capsular contracture baker grade: IV on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a statement was added to product investigation: ¿mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2020, it was reported to mentor that the date of removal was (B)(6)2020. The replacement devices were mentor memorygel breast implant 550cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/22/2021, the mentor failure analysis lab has received the device for evaluation. On 1/28/2021, mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: pc-000800735

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced rupture on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.